Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 30 mg/dl, it went up to 101 mg/dl and then 129 mg/dl. Customer had baked potato for dinner. Customer declined to troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.